Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 04-may-2023 investigation summary 2 samples were received and tested by our quality team. The samples were primed and the leaks from filter were immediately noticed and the customer's complaint was verified. The sets were then sent to the supplier for further investigation. The supplier confirmed leak and analyzed the filter membranes to determine there were no visible issues with the devices. The leaks were determined to be most likely due to the medication infused at time of failure damaging the integrity of the hydrophobic air filter membranes. The root cause remains unknown. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review for model mz9273 lot number 21116090 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked from the tpn filter during use. The following information was provided by the initial reporter: "describe the event or problem: PICC line infusing with tpn, smof lipids, and precedex. Tpn filter on pre-made trifurcate noted to be leaking for 2 days in a row."

Event description:
It was reported, that the bd maxzero¿ multi-fuse extension set with needleless connector, leaked from the tpn filter during use. The following information was provided by the initial reporter: "describe the event or problem; PICC line infusing with tpn, smof lipids, and precedex. Tpn filter on pre-made trifurcate noted to be leaking for 2 days in a row".

Manufacturer narrative:
E.4. FDA notified? The initial reporter also notified the FDA via medwatch # 4900240000-2023-8038. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.